Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain glucose alarms. As a result, the customer was unable to be alerted of changes in glucose and experienced dizziness, confusion, disorientation, and paramedics were called to their home. The customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned . An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous initial report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain glucose alarms. As a result, the customer was unable to be alerted of changes in glucose and experienced dizziness, confusion, disorientation, and paramedics were called to their home. The customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Visual inspection has been performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb cable tester model was used and usb/charging cable test was passed. An extended investigation has been performed. A visual inspection has been performed on the returned abbott supplied charging cable and no issues observed. A test has been performed with cable tester and no shorts or open circuits observed. Abbott supplied charging adapter was returned, however it is unused and still wrapped in its original packaging. The packet was opened and performed load test on the adapter and results were within specification range (4.75v-5.25v). Visual inspection has been performed on the returned reader and no issues were observed. The returned reader powered on with button depression. The alarm settings was navigated and observed that the signal loss alarm was turned off. Returned reader was connected to masterm utility software and no issue were observed. The isf (interstitial fluid) data was downloaded using approved software from the returned reader while connected to masterm and observed that the signal loss alarms were caused by low. Ble (bluetooth low energy) rssi (received signal strength indicator) signal not present. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain glucose alarms. As a result, the customer was unable to be alerted of changes in glucose and experienced dizziness, confusion, disorientation, and paramedics were called to their home. The customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent impairment associated with this event.